Event description:
Pt had bone graft to fill void under talar component.

Manufacturer narrative:
Sliding core replaced during correction of talar integration. Review of device history records shows no anomalies.